Event description:
Telemetry monitor technicians noticed dropped signals from several transmitters. Biomedical engineering was notified and responded to troubleshoot. Late that night, more transmitters experienced dropped signals. At that point, biomed contacted datascope for assistance. Patients were placed on bedside monitors while biomed and datascope worked on the system. Staffing was increased so that nurses could observe patients more closely.

Event description:
Datascope service was advised that the customer's patientnet central station monitoring system was experiencing loss of signal transmission between central station tower and te ambulatory transmitters at the bedside. In 2004, datascope service responded t the customer's report of signal loss by dispatching a service rep to the site. The company rep found that one of the access points was not functioning properly; it had locked up and needed to be reset. For your reference, an access point is a small computer with a radio that collects data from transceivers installed in bedside monitors or ambulatory transmitters, puts the data into packets, and sends the packets of data to the central station network for receipt by the central station tower(s). The access point was loaded with the latest revision of firmware. It is customary to provide customers with the latest firmware available; the firmware changes in this case were not related to the report of signal dropout. After being reset, the access point was returned to use. The following day, the same tower was reported to have an add'l incident of signal dropout. Datascope service found two telebyte pairs not performing properly; and replaced them. Additionally, two access points were moved to increase coverage and the related frequency hop tables wer changed as a result of the access points being moved. The following month, the third set of telebyte pairs was replaced. For your reference, telebytes are optocouplers that are used as signal amplifiers. Medical center has not advised datascope of any deaths or injuries associated with this report. Patientnet central station remains at the site at this time.